Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 589 mg/dl. The customer reported that they experienced vomiting and nausea as a symptom for high blood glucose level. The customer reported that they treated high blood glucose level with manual injections. The customer stated that the insulin pump had insulin flow block alarm which was resolved by infusion set change. The insulin pump will not be returned for analysis.